Manufacturer narrative:
Clinical evaluations was unable to find substantial evidence to support the following reported events; endoleak type ii of the right lumbar at the aortic bifurcation, poor apposition of the distal right iliac limb, and secondary procedure to place an ovation limb extension in the right iliac limb. The reported endoleak type ib was refuted, there were no evidence to suggest an endoleak ib from the right iliac limb. There was no device failure rather there was a procedure related type ii endoleak from a right lumbar artery (cautionary product use condition). However, due to poor stent apposition of the right iliac limb an ovation limb extension was placed. The poor apposition is likely due to the tortuous infrarenal aorta and ectatic proximal right common iliac artery. Associated clinical harms for this event included: a secondary endovascular procedure. There were no other procedure-related harms detected. The final patient disposition was discharged on post-operative day two. There have been no reports of further negative patient sequelae. Devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. (B)(4).

Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies have been requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An afx bifurcated device was implanted with a suprarenal extension to treat an abdominal aortic aneurysm. The 9-day post-operative computerized tomography (CT) showed the presence of a type ii endoleak on the right side from a patent lumbar, along with a potential type ib and/or billowing of the fabric on the right side near the level of the patent lumbar. Compression of the proximal aspect of the right limb was noted but not flow-limiting. A re-intervention was performed on (B)(6) 2017, during which angiogram imaging was taken from different angles and the physician determined that the patent lumbar was not a definitive endoleak cause. In addition, the physician, dissatisfied with the distal seal in the right common iliac, implanted a 22x45mm ovation extension to extend the distal seal into the right common iliac. The patient was reported as well following the re-intervention.